Manufacturer narrative:
(B)(4).the device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a follow up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient experienced an unintentional disconnection during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused a possible peritonitis infection. The infection was manifested by abdominal pain, confusion, and elevated white blood cells. A few days after the disconnection, the patient was hospitalized and treated with fortaz IV (dose and frequency unknown) and vancomycin IV (dose and frequency unknown) for the infection. Six days later, the patent was discharged from the hospital and treatment was discontinued. The next day, the patient began treatment with fortaz ip (dose and frequency unknown) and vancomycin ip (dose and frequency unknown) for the infection. Treatment was ongoing and the patient was recovering from the infection. No additional information is available.